Event description:
An occlusion alarm was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration. Additional assistance was deemed unnecessary, and the case was closed by cts.